Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the their blood glucose (bg) were elevated while wearing the pod between 1 and 4 hours on the leg, but did not provide specific bg levels. The patient reported that after removing the pod they saw that the cannula had not been deployed; this indicates a needle mechanism failure. No specific treatment information was provided. The pod has been discarded.